Event description:
It was reported by the affiliate that the (1) mcm30 was used during a mastectomy procedure. It was reported that the clips were not forming. The prescribed instructions were followed and the surgeon opened another mcm30. There was no breakage of the instrument and nothing fell into the pt. There was no consequence to the pt.